Event description:
As reported by the study, during the 3-year follow-up, the patient indicated that 18 months after the index procedure, he was hospitalized for percutaneous coronary intervention (pci). Additional information is not currently available about this event.

Manufacturer narrative:
This patient was randomized to the cypher arm of the study. Pre-procedure medications included clopidogrel, aspirin, heparin and gp iib/iiia inhibitors. Intra-procedure medications included heparin. Pci was performed on a lesion in the proximal lad of 15mm in length in a 3.5mm vessel diameter with no major side branch involvement. The (b2) eccentric lesion was characterized with an irregular contour. A 3.5x18mm cypher stent was deployed at 16 atm with good results by direct stenting. Thrombin inhibition in myocardial infarction (timi) ii and iii flows were recorded pre and post-procedure, respectively. Post-procedure ck was 2 and ck-mb was 1. Post-procedure medications included aspirin, clopidogrel, statins, beta-blockers, ace inhibitors and heparin. At the 1-month follow-up, the patient had no anginal complaints. Ongoing medications included aspirin, clopidogrel, statins, beta-blockers and ace inhibitors. At the 6-month follow-up, the patient had no anginal complaints. Ongoing medications included aspirin, clopidogrel, statins, beta-blockers and ace inhibitors. At the 8-month follow-up, the patient had no anginal complaints. Ongoing medications included aspirin, clopidogrel, statins, beta-blockers and ace inhibitors. Approximately one year and 1 month after pci, the patient had stable angina, ccs1. Ongoing medications included aspirin, clopidogrel, statins, beta-blockers and ace inhibitors. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.